Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device connection issues were reported. The associated leads were implanted on (B)(6) 2006. The physician indicated that clicking of the screwdriver was not obtained in the ventricular channel. A pull test was performed on the lead, and it seemed secure, since it could not be removed. The physician loosened the set-screw, and upon removal from the pacemaker, the set-screw was attached to the tip of the screwdriver. Another pacemaker was subsequently implanted instead.